Event description:
A wilson-cook tracer metro wire guide was used in preparation for a procedure. The information provided indicated the coating of the wire guide detached during removal from the wire guide holder. Detachment of the wire guide coating was near the distal end of the device. No injury to the patient was reported.